Event description:
The customer reported that the system displayed multiple communication failure error messages. This error message will likely cause the system to lock-up or shut down, depending on when it occurred. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power connectors were tightened and the fuses on the power signal interface board were reseated. The system was then found to be operating as intended.